Manufacturer narrative:
E1: initial reporter phone - (B)(6). The device was not returned for analysis; therefore, a technical analysis could not be performed. However, media provided by the customer was reviewed. The media did not show evidence of the reported issue but did show a catheter difficult to flush issue.

Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During flushing, the catheter parts were detached and separated. The procedure was not completed due to this event. The patient remained stable, and no complications were reported. It was further reported that the tip was detached and the procedure was completed with another of the same device.

Manufacturer narrative:
E1: initial reporter phone - (B)(6).

Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During flushing, the catheter parts were detached and separated. The procedure was not completed due to this event. The patient remained stable, and no complications were reported.